Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 5-4mm amplatzer duct occluder was chosen for implant using 5f amplatzer torqvue delivery system. The introducer sheath and dilator were inserted into the patient, after which the dilator was removed. The release wire was attached to the occluder device, the system was loaded, and the device was advanced through the introducer sheath. During the procedure, upon attempting to deploy the occluder outside the introducer sheath, the device exhibited cobra deformation. The device was retracted and re-captured within the introducer sheath, and a second deployment was attempted in the target vessel; however, the same deformation was observed, preventing proper placement. The procedure was successfully completed with a new 3mm x 4mm amplatzer duct occluder ii (lot#: 10533017) using 5f amplatzer torqvue delivery system lp delivery system (lot#: 10795624). There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.